Event description:
Rn was removing 28 cm 12.5f medcomp dual lumen pheresis catheter and during the removal, gentle tug on catheter and catheter snapped apart right at insertion site. Dressed with gauze and subsequently, patient became diaphoretic and unresponsive, breathing spontaneously. Coded and expired a few hrs later.